Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. Another ra lead was implanted to complete the procedure. Additional information has been requested but not provided at this time. This ra lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. Another ra lead was implanted to complete the procedure. Additional information from the field representative confirmed this ra lead had dislodged. This ra lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.